Event description:
Event 1: pt on tpn/lipids which requires a daily cap change. Nurse disconnected the tubing from the posi flow cap and small amount of blood leaked from cap before it could be clamped. Line was not leaking when tpn/lipids were running. Once cap changed, nurse noticed a small hole in the green rubber part that is normally depressed when accessed.event 2: after unhooking syringe pump tubing from the cap of patient's hickman, blood started coming out of the top of the cap. Cap removed and changed per protocol using sterile technique. Frayed hole noted in top of cap upon removal.====================== health professional's impression======================a small cut or hole was seen in the green rubber part of the caps involved with both events.